Event description:
The physician was attempting to use a visi-pro balloon expandable stent to treat a 15mm severely calcified lesion in the right proximal renal artery (90% stenosis). The artery had a diameter of 7 mm and had little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure used a 10 fr sheath and a 0.035" guidewire. The vessel was pre-dilated using a 4x20x80 predilation balloon. Resistance was encountered advancing the device. The visi-pro stent did not pass through a previously deployed stent and no excessive force was used. It was reported that the stent failed to cross the lesion and stent dislodgement occurred. The stent was snared with no reported issues. The procedure was completed using a paramount-mini stent. No patient injury was reported.